Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the proglide device was advanced over a standard guide wire. The guide wire was removed at skin level and the device pulled forward until there was blood visible at the marker lumen. The device was then retracted until no more marker was visible. While stablizing the device with the left hand the the suture was retrieved by removing the plunger; however, only the link suture was attached to the superior needle. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.